Manufacturer narrative:
(B)(4). The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed.

Event description:
Medtronic received information that this coil broke, "without having any impact of the microcatheter entry." It was reported that higher bleeding occurred; however, the cause of bleeding was not reported. No treatment was required and no patient injury was reported. No further information was provided.

Manufacturer narrative:
Additional information: codes updated, the device was returned for evaluation and the clinical observation could not be confirmed. As received, the implant coil was stretched on the proximal end with a broken polypropylene filament and found still attached to the pushwire. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found intact. The pushwire was found bent at the proximal end. All other subassemblies appeared to be normal and no other anomalies were observed. As the device was received in a condition was contradictory to the complaint description. There was not premature detachment happened as retuned device found the implant coil still attached to the pushwire. Follow-up was conducted to confirm the complaint details and that the correct device was returned; however, no response received. In regards to the bent pushwire, it is possible that the pushwire became bent during return to medtronic for evaluation, as the customer did not report the damages to the pushwire at the time of the event. All coils are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.